Event description:
Patient had very good response to intrathecal baclofen for several months post implant. Then, patient required increasing doses and did not respond as expected. Patient had unacceptable increase of tone. Tests done included catheter - free flow of csf and dye study - no abnormalities noted. Tried a drug holiday and patient did not respond to bolus dose. Catheter and pump replaced. On surgical exploration, catheter was found to be visibly leaking distally at the catheter connector. Patient has been doing better with new system.